Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported ics nurse checked the monitors at the central station at 11pm and all 8 beds looked fine, after midnight nurse went back to look and saw all alarms turned off for all beds on the central. Wants to know why and how this happened. There was no injury reported. The site does not have m540 and m300 in use only wired deltas. The tsr was on site and conveyed the following to quality: "the equipment is located in the ICU unit. The other rooms had patients. There was no one there that could verify the issue from last night. I was told the alarms had been working fine all day with no issues. The alarms were audible and visual."

Manufacturer narrative:
A draeger technician went on site and evaluated the ics with no malfunctions identified. The technician reported that no one on site could verify the issue reported, the alarms had been working fine all day with no issues. The device remains in use at the customer site. From review of the ics clinical logs, it was confirmed that the audio pause button was pressed at the ics at the time identified, 12:01am (log entry: oct 27 00:01:04 central: [notice:x0501bf] <293-ICU> audio pause button pressed). There was no device malfunction.

Event description:
It was reported ics nurse checked the monitors at the central station at 11pm and all 8 beds looked fine, after midnight nurse went back to look and saw all alarms turned off for all beds on the central. Wants to know why and how this happened. There was no injury reported. The site does not have m540 and m300 in use only wired deltas. The tsr was on site and conveyed the following to quality: "the equipment is located in the ICU unit. The other rooms had patients. There was no one there that could verify the issue from last night. I was told the alarms had been working fine all day with no issues. The alarms were audible and visual."